Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 107 (left hand), 177 (right hand), 106 (left hand), 121 (right hand) and 107mg/dl (left hand). Tests were done within 10 mins. It was reported that "different hands were used and some of the tests the technique was not performed correctly." Control solution test was 117 (range 104-141). Pt did not experience any adverse events. No further info has been reported.